Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2013, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable event of: e0506 - used to capture the reported event of "some bleeding was also noted from the left retropubic space". E2401 - has been used to capture an unspecified patient injury after the mesh implantation. The following imdrf impact codes capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device. F1901 - has been used to capture the reported event of "2-0 vicryl suture was placed there to ligate the bleeder".

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during mid-urethral sling placement and repair of cystocele procedure performed on (B)(6) 2013, for the treatment of stress urinary incontinence. During the procedure, it was found that the patient had a moderate cystocele. This was then dissected off the vaginal wall, dissecting laterally out to the pubocervical ligaments and back to the cardinal ligaments. A cystoscopy confirmed blue efflux from both ureteral orifices and the absence of foreign bodies within the bladder. Additionally, some bleeding was also noted from the left retropubic space. A 2-0 vicryl suture was placed there to ligate the bleeder, significantly slowing the bleeding. Furthermore, the patient tolerated the procedure well and was returned to the recovery room satisfactory condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.